Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis and passed away. The status of the device and right ventricular (rv) lead is unknown. The patient is a participant in a clinical study.